Event description:
The plaintiff alleges that during the course of employment as a registered medical assistant, plaintiff was exposed to latex gloves, and that said exposure caused plaintiff to become ill, injured and disabled. Plaintiff alleges severe allergic reactions and sustaining injuries including but not limited to abdominal cramps, flushing, general itching, hives, nausea, weight loss, itchy, watery eyes, laryngeal edema, rhino-conjunctivitis, swelling, respiratory problems, asthma-like symptoms, bronchospasms, difficulty breathing, tightening of throat, wheezing, anaphylactic shock, dizziness, drop in blood pressure, rapid heart beat and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Plaintiff further alleges that plaintiff was suffering from type I allergy due to latex gloves in 1999. Furthermore, plaintiff alleges that plaintiff has suffered and will continue to suffer considerable physical injury, mental and emotional anguish, severe limitation and complete restriction of plaintiff's usual activities, pursuits and pleasures. Plaintiff alleges that plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity, and that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future. Furthermore plaintiff alleges that plaintiff has been forced to expend sums of money for remodeling and renovating plaintiff's home, and replacing plaintiff's entire wardrobe. Finally, the plaintiff's spouse alleges of suffering and will continue to suffer loss of consortium, including but not limited to, loss of services, marital relations, society, comfort, companionship, love and affection, and has suffered severe mental and emotional distress and general nervousness.